Event description:
It was reported in a journal article that approximately five years post-implantation, one patient underwent a hip revision due to cage migration. The cage had migrated over 5mm. A hemispherical cup and augment were implanted during the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implanted between january 2007 and january 2019. G2: foreign - event occurred in china. G2: literature -xiao, q., cao, j., xu, b., et al. (2025) reconstruction of paprosky type iii acetabular bone defects in revision hip arthroplasty by using a combination of cage and morselized allografts. Bone & joint, 6(11):1515-1522. Https://doi.org/10.1302/2633-1462.611.bjo-2025-0137.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.